Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 169. 182, 227 and 155mg/dl. The customer¿s expected am fasting blood glucose test result is 120mg/dl. The customer feels well and did not report any symptoms. Customer stated that she contacted her doctor (B)(6) 2022 about the blood glucose test results obtained and the doctor advised to contact manufacturer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 12/31/2022 and open vial date was not disclosed. The customer did have another vial of test strips that had been stored and handled correctly: lot number zy4463s, manufacturer's expiration date of 03/18/2023. During the call, a back to back blood test was performed by the customer pm fasting and produced test results of 188 mg/dl and 161 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Test strips were not returned for evaluation. Meter was returned -reported defect not reproduced on returned meter. Product evaluation has been completed. Added most likely underlying root cause onto case. Retention strips in product information and related field lot tested within specifications passed within specifications most likely underlying root cause: mlc-020: user's test strip had poor storage. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.